Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom undetected upstream occlusions was confirmed during evaluation. The upstream occlusions was confirmed during evaluation. The upstream and downstream sensors were calibrated to ensure detection.

Event description:
It was found during testing that a pump was not alarming for an upstream occlusion. There was no patient involvement since the error was found during testing.